Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a uterine myomectomy on (B)(6) 2014 and an absorbable adhesion barrier was used. One adhesion barrier was divided into two pieces, and were used on the anterior and posterior wall of the uterus. The surgeon reported there was a lot of bleeding during the initial surgery. Following the procedure, the patient experienced pain and was diagnosed with an ileus on (B)(6) 2014. The ileus was resolved on (B)(6) 2014 by eating nothing. The patient developed another ileus on (B)(6) 2014 and underwent an urgent open abdominal procedure that same day. The surgeon opined that the patient¿s condition may have been related to the bleeding during the initial operation or the patient¿s constitution of constipation. (B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch gpb9721, batch hab0141. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent a uterine myomectomy on (B)(6) 2014 and an absorbable adhesion barrier was used. Following the procedure, the patient experienced intestinal obstruction. She underwent a re-operation on (B)(6) 2014. The surgeon reported that the cause of the intestinal obstruction is unknown and opines the adhesion barrier was not related to the obstruction.